Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle broke during insertion. The customer's blood glucose was unknown at the time of incident. The sensor will not be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and a performed visual inspection and found sensor needle bent inside sensor base. Checked cannula and found no broken or missing parts where found. Unable to confirm customer received sensor in said condition due to customer returned opened/used.